Event description:
The technician alleged the brakes would not hold. No pt impact.

Manufacturer narrative:
The technician found the brakes were out of adjustment. The technician adjusted the brakes to resolve the issue.